Event description:
MFR rec'd a report of a pt becoming entrapped between a mattress and a siderail, causing asphyxiation. The mattress on the bed was not mfg by invacare, the owner's manual clearly warns against using unauthorized parts or accessories with this device.